Manufacturer narrative:
A philips response service engineer (rse) spoke to the customer and confirmed the reported issue. The cause of the reported problem was a faulty speaker and mainboard. The customer ordered a replacement (mx_100/x3 speaker assembly 453564673831 and mx_100/x3 main board 453564660181), to resolve the issue.

Event description:
It was reported that there was a speaker failure and no sound was coming from the monitor. The device was in use at time of event, there was no adverse event reported.